Event description:
Note: this report pertains to the second of two malfunctions occurring during the same procedure. Refer to associated MFR report # 60000048-2007-00327. According to the complainant, " during the procedure, the wire came off at the bottom of the sphincterotome." It was reported that the physician removed this second hydratome sphincterotome device, replaced it with a third hydratome sphincterotome device, and successfully completed the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. A search of the complaint database revealed one add'l complaint reported for the same lot (different customer, different failure mode: tip smashed). The october 2007 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome sphincterotome product family is included in the same trend report as the jagtome product family since both families utilize the same sphincterotome device.